Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Additional information was requested but not received.

Event description:
It was reported that patient presented for scheduled procedure. During the procedure it was noted that left ventricular (lv) lead perforated into left ventricle. The lead was repositioned successfully on (B)(6) 2024. There were no patient consequences.

Event description:
New information noted that lead exhibited low pacing impedance and failure to capture.